Event description:
The customer reported that a replacement weight incorrect alarm occurred. The customer was instructed to disconnect the pt and calibrate the machine. Additionally, the customer was instructed to pull the machine from service if the user was unable to calibrate the machine.